Manufacturer narrative:
Two controllers, seven batteries, two cac adapters and a pump were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis did not reveal any alarms prior to the reported event. An observation during log file analysis revealed premature power switching events. Analysis of the back-up controller did not reveal a controller power up or motor start event. This indicates that the patient, or relative, did not attempt to perform a controller-exchange. Log file analysis on (B)(4) (primary controller) did not reveal any alarms that were logged prior to the loss of power. The last data point was logged on (B)(4) 2015 at 21:07:03; a controller ac adapter on power port 1 and a battery (B)(4) at 85% rsoc on power port 2. No controller power ups or motor starts were logged. (B)(4) DHR review: a review of the device's incoming inspection records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. (B)(4) supplemental test: the controller was received inoperable. The controller was opened and supplemental testing was conducted. It was concluded that a short circuit was detected on the q3 irf7471 power mosfet on the power board of the controller. The main voltage that supplies the controller with power was affected by this malfunction, causing the controller to lose complete functionality. The controller worked as expected after replacing the component (q3 irf7471 power mosfet). The pump (B)(4) passed functional testing but failed visual inspection and dimensional verification. Dimensional verification showed a slight deviation from the rear housing disc curvature and front preload specifications. Based on etr00435 and the lack of impact on the wet test power consumption; these deviations are not expected to impact pump performance. Visual inspection revealed abrasion marks on the lower housing ceramic surface and impeller surface. The presence of friction marks indicate that something such as a thrombus event may have forced the impeller against the rear housing with sufficient force to overcome the rear preload of the magnetic spring/suspension system. As such, and considering that the returned pump passed power consumption test, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Review of the manufacturing documentation confirmed that controller (B)(4) met all requirements for release. Analysis of controller (B)(4) revealed that the device failed to meet specifications; the controller passed visual inspection but failed functional testing as the controller was received inoperable. Supplemental testing revealed a shorted power mosfet. This component is in line with the main channel that powers the controller; the shorted component prevented the controller from being powered properly. The controller was able to power up and performed as expected after the component was replaced. The most likely root cause of the reported event can be attributed to a shorted power mosfet on the power board. This issue is currently being investigated. The devices were returned for evaluation. With a review of the available information analysis of controller (B)(4) revealed that the device failed to meet specifications. Supplemental testing revealed a shorted power mosfet which prevented the controller from being powered properly. The circumstances leading to the loss of power may involve the user's interaction with the device and inadequate training of equipment management of the patient and family. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. No additional information was provided regarding the patient's past medical history, current clinical status, or official cause of death; however, inadequate perfusion caused by the loss of power to the system likely contributed to the patient outcome. The root cause of the reported event cannot be conclusively determined; however, there are patient and procedural factors that may have contributed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of four reports (3007042319-2015-01661, 2015-01662, 2015-01663 and 2015-01664) submitted for devices related to the same event.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient was staying at his mother in law's house, who was not formally trained in vad emergency management. The mother-in-law reported that the patient was watching television on (B)(6)2015, when he suddenly yelled "batteries!" His son ran and got the backup equipment and they changed the equipment. The alarm did not stop and the patient passed out. CPR was performed by the son until the ambulance arrived. The paramedics continued CPR but they then stopped when the police arrived. The patient was not taken to hospital. The death has been referred to the state coroner's office. Return of the pump with all equipment has been requested by the vad coordinator. It was not reported what "backup equipment" was used; whether only spare batteries or the backup controller was also related to the event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. There is a warning to keep a spare set of fully charged batteries and a spare back up controller available at all times. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of four reports (3007042319-2015-01661, 2015-01662, 2015-01663 and 2015-01664) submitted for devices related to the same event. Product is in route.